Manufacturer narrative:
Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer's device powered off and on by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio replaced the battery pins in the device as a precautionary measure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
A third party service agent contacted physio-control to report that a customer's device powered off and on by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer.